Event description:
The customer reported falsely decreased alinity I free t4 and provided the following data for a 29-year-old male with acute pancreatitis: initial result was 8.00 and repeat result was 9.08 (customer reference range is 9.01 to 19.05 pmol/l) per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I free t4 and provided the following data for a 29-year-old male with acute pancreatitis: initial result was 8.00 and repeat result was 9.08 (customer reference range is 9.01 to 19.05 pmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 60071ud02. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 60071ud02 identified.